Event description:
Device 2 of 2. Reference MFR re-port #: 1627487-2013-11463. The pt has leads for off-label (two are from the same lot). It was reported the pt is receiving ineffective stimulation. As a result, the pt will be pursuing other therapeutic methods.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.